Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7074860. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 28734957.

Event description:
It was reported that the patient was experiencing pain, cramping and weakness in the right leg and foot. An x-ray was taken and the physician believed that there was no definitive evidence that the leads were causing the pain. The patient underwent a lead and anchor replacement procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.